Event description:
During a whipple procedure, the device fired malformed staples. The device was reloaded and it fired malformed staples as well. A new device was opened but it also fired malformed staples. There was no adverse consequence to the pt.